Manufacturer narrative:
H6: investigation summary: a complaint of blood backflow was received from the customer. No product or photo was returned by the customer. The customer complaint of blood backs up/ not completely expelled could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. H3 other text : see h10.

Event description:
It was reported that during use with an unspecified bd maxzero¿ there was blood backflow. Patient impact has not been reported. The following information was provided by the initial reporter: it was reported by the customer that they have a cap with blood back up from an ECMO patient. This was hooked up to a stop cock.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Event description:
It was reported that during use with an unspecified bd maxzero¿ there was blood backflow. Patient impact has not been reported. The following information was provided by the initial reporter: it was reported by the customer that they have a cap with blood back up from an ECMO patient. This was hooked up to a stop cock.